Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of gablofen (2000mcg/ml, 100mcg/day) in an implantable infusion pump for intractable spasticy. The patient experienced sudden over-sedation following a pump replacement the day prior (per neurosurgery in-patient team). The hcp decreased the pump dose by 10%. However, additional information indicated the daily dose was decreased from 100mcg/day to 50mcg/day over a 48 hour period. After the patient still felt sedated on (B)(6) 2015, the pump was programmed to minimum rate mode. It was unknown if the over-sedation was a result of general anesthesia and percocet given to the patient for implant. The hcp was going to program the pump back to simple continuous mode. The patient was going to be started at 10mcg/day, but was unable to program is due to the drug concentration of 500mcg/ml (lowest dose could be programmed to 24mcg/day). Since a lower concentration would be needed, the hcp elected to start the patient on 24mcg/day. History: the patient underwent an oral baclofen trial prior to pump implant and was very sedated ((B)(6) 2015). The patient underwent an intrathecal baclofen trial in (B)(6) 2015 and the patient did well with a 50mcg dose. Dosing: (B)(6) 2015: 100 mcg/day (patient felt sedated) (B)(6) 2015: 85 mcg/day (still feeling sedated) (B)(6) 2015: 50mcg/day (still feeling sedated). (B)(6) 2015: neurosurgeon turned pump down to min rate mode.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient had been discharged from the hospital and was scheduled to follow up in a week. The hcp did not have a recent printout to confirm the current dose. It was assumed the dose was adjusted in the hospital and the hcp had not received the charts. No further information was provided.